Event description:
It was reported that pump experienced malfunction with software error while no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Caller had not previously reset pump for this malfunction, so technical support provided pump reset instructions and kept case open because caller did not have pump available and planned to call back for further assistance. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.